Manufacturer narrative:
Correction: this report is a duplicate event and is reported under 2183959-2019-61840 and the analysis will be submitted after completion under 2183959-2019-61840.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to unspecified reasons on an unknown date. A new aus consisting of a cuff, pump, and balloon were implanted was implanted on (B)(6) 2019. No patient complications were reported. Despite efforts, additional information could not be obtained. This report will be updated should further information become available.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to unspecified reasons on an unknown date. A new aus consisting of a cuff, pump, and balloon "were implanted" was implanted on (B)(6) 2019. No patient complications were reported. Despite efforts, additional information could not be obtained. This report will be updated should further information become available.